Event description:
The customer complained of a questionable inr result for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter was 5.5 inr and the result from the laboratory was 3.2inr. There was no allegation of an adverse event. The patient's condition was "fine". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in jantoven dose, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.